Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.

Event description:
The customer reported he could not perform his blood glucose test, because he received an "e-4" message on his freestyle flash blood glucose meter. He reported he experienced the following symptoms: "felt groggy and could not see very well." He also reported that his blood sugar went down to 30 mg/dl. He reported the paramedics were called and they took him to memorial hospital. He was given food, a drink and an unknown medication in his arm to counteract the event, but the customer did not know what it was. There was no report of death or permanent impairment associated with this event.